Event description:
As reported, during surgical use, the surgeon faced a flattened and hard bone. While placing the talar trial it was noticed that the talar trial showed non-optimal positioning. After repositioning the talar trial, the surgeon had to use more force to screw it in. While screwing it in, the screw broke. The surgeon decided not to remove the screw to prevent the bone from further damage after two attempts of setting the screw. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H3: the broken talar trial screw reported may have been the result of applying a bending moment while drilling into the talus, allowing it to fracture. However, this cannot be confirmed as the device was not returned for evaluation.